Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072526. The leads are not available for return; therefore, a technical product analysis of the devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. Therefore, this investigation is unable to determine a probable cause for the event of a revision procedure due to the discomfort from the tip of the lead, as the cause could not be established.

Event description:
It was reported that the patient experienced discomfort when he turned in bed over the left lead. The patient stated that it felt like the tip of the lead was poking him. The patient underwent a revision procedure to replace the lead. The patient is doing well postoperatively and getting good coverage of his pain area. The explanted device was retained by the facility and will not be returned. The boston scientific representative is unsure of the serial number of the left lead.